Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a low anterior bowel resection open procedure, the surgeon tried to squeeze the handle but it would not move and the device did not fire. A new reload was used but same thing happened. Another pre-loaded stapler was used to complete the case. There was no patient injury.